Event description:
Litigation papers allege subsequent to surgery, patient developed pain in her hip. It is further alleged patient will eventually have to undergo revision surgery.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Review of the device history records found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910 - 2017¿12622. This report, 1818910-2011-25928, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2017¿12622.

Event description:
Update: 2/06/2017 pfs and medical records received. Alleges pain and swelling, particularly right thigh down to knee, and difficulty walking. No revision date or revision records for right hip available. Liner and head reported for pain. On 04/04/2017 duplicate com found and combined with this com and then voided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: litigation papers allege subsequent to surgery, patient developed pain in her hip. It is further alleged patient will eventually have to undergo revision surgery. Update: 02/06/2017 please transfer (B)(4). Updated: (B)(4) 2017 pfs and medical records received. Alleges pain and swelling, particularly right thigh down to knee, and difficulty walking. No revision date or revision records for right hip available. Liner and head reported for pain. 04/04/2017 duplicate com found and combined with this com and then voided.